Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a recharge the patient experienced tremor in their left arm. Immediately after the recharge the patient had a transitory respiratory arrest. The patient's husband is a doctor and was able to help them. The patient's symptoms got better after they turned off stimulation with the patient programmer. There were no external or environmental factors reported that led to the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the hcp assured them there were no problems with the implant. The patient had been developing psychiatric related symptoms, related to the evolution of their parkinson's disease. According to the consumer, there had been a brief interruption of respiration at the time of recharge, which returned to normal in seconds. The patient's recharging system was replaced and there were no more symptoms after that.